Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device / migration of essure device location of device: uterus") in a 33-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included corpus uteri carcinoma. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, 2 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menstruation irregular, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abdominal pain, dysmenorrhea (cramping)", concomitant drug added from pfs. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device / migration of essure device location of device: uterus") in a 33-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included corpus uteri carcinoma. In september 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In september 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (partial), salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the device expulsion, menstruation irregular, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device / migration of essure device location of device: uterus") in a 33-year-old female patient who had essure (batch no. 825627,2486522,826627-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included corpus uteri carcinoma, diabetes and irritable bowel syndrome. Concomitant products included alprazolam (xanax), celecoxib (celexa), gabapentin, losartan, paracetamol (acetaminophen), ranitidine and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menstruation irregular, depression, anxiety and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. Lot number reported 826627 is invalid one lot number reported was valid. Most recent follow-up information incorporated above includes: on 15-jan-2019: update of information (batch is not valid)/one lot number reported was valid. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device / migration of essure device location of device: uterus") in a 33-year-old female patient who had essure (batch no. 826627-inv,12486522,825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included corpus uteri carcinoma, diabetes and irritable bowel syndrome. Concomitant products included alprazolam (xanax), celecoxib (celexa), gabapentin, losartan, paracetamol (acetaminophen), ranitidine and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menstruation irregular, depression, anxiety and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. Lot number:12486522 manufacture date:2011-04 expiration date:2014-01. Lot number:825627 manufacture date:2011-01 expiration date:2014-01. Lot number 826627 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device / migration of essure device location of device: uterus") in a 33-year-old female patient who had essure (batch no: 825627, 826627,12486522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included corpus uteri carcinoma, diabetes and irritable bowel syndrome. Concomitant products included alprazolam (xanax), celecoxib (celexa), gabapentin, losartan, paracetamol (acetaminophen), ranitidine and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)" and dysmenorrhoea ("dysmenorrhea (cramping)". On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menstruation irregular, depression, anxiety and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 2-jan-2019: pfs received outcome of event " abnormal bleeding and pain" was updated as recovering. Concomitant drug and medical history was added. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device / migration of essure device location of device: uterus") in a 33-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included corpus uteri carcinoma. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menstruation irregular, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, did not undergo confirmation test. Concomitant disease added. Lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure device / migration of essure device location of device: uterus') in a 33-year-old female patient who had essure (batch no. 826627-inv,12486522,825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hyperlipidemia. Concurrent conditions included corpus uteri carcinoma, diabetes, irritable bowel syndrome, irritable bowel syndrome and hyperlipidemia. Concomitant products included alprazolam (xanax) since 2013, aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co) since 2013, celecoxib (celexa), gabapentin since 2013, insulin since 2013, losartan since 2013, paracetamol (acetaminophen), ranitidine since 2013 and venlafaxine since 2013. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"), metrorrhagia ("metrorhagia"), device dislocation ("migration") and post procedural complication ("post removal complication - yes"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menstruation irregular, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain, metrorrhagia and device dislocation had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstruation irregular, metrorrhagia, post procedural complication and vaginal haemorrhage to be related to essure. Lot number:12486522 manufacture date:2011-04, expiration date:2014-01. Lot number:825627 manufacture date:2011-01 expiration date:2014-01. Lot number 826627 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction. Following company internal coding review, the reported event ¿post removal complication ¿ yes¿ was recoded to post procedural complication. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure device / migration of essure device location of device: uterus') in a 33-year-old female patient who had essure (batch no. 826627-inv,12486522,825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hyperlipidemia. Concurrent conditions included corpus uteri carcinoma, diabetes, irritable bowel syndrome, irritable bowel syndrome and hyperlipidemia. Concomitant products included alprazolam (xanax) since 2013, aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co) since 2013, celecoxib (celexa), gabapentin since 2013, insulin since 2013, losartan since 2013, paracetamol (acetaminophen), ranitidine since 2013 and venlafaxine since 2013. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"), metrorrhagia ("metrorhagia"), device dislocation ("migration") and complication of device removal ("post removal complication - yes"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menstruation irregular, depression, anxiety, dysmenorrhoea and complication of device removal outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain, metrorrhagia and device dislocation had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstruation irregular, metrorrhagia and vaginal haemorrhage to be related to essure. Lot number: 12486522 manufacture date: 2011-04 expiration date: 2014-01. Lot number: 825627 manufacture date: 2011-01 expiration date: 2014-01. Lot number 826627 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new events metrorhagia and migration was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstruation irregular outcome was unknown. The reporter considered device dislocation, menstruation irregular and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.